Manufacturer narrative:
Device failure is suspected.

Event description:
It was reported to manufacturer that during a generator replacement surgery due to suspected end of service and an increase in seizure activity, the surgeon observed that there was a "black corrosive material on top of the generator". Communication with the generator was not able to be established during the surgery. The generator was removed and a new generator was connected to the existing lead. A system diagnostic test was performed with the new generator and high lead impedance resulted. The new generator and existing lead were left implanted in the patient and the device was not turned on. Surgery was planned for the following week to have the problematic lead replaced. Attempts to determine if the lead revision surgery has occurred have been made, but have been unsuccessful to date. Further follow up with the treating physician revealed that communication was not able to be established with the patients' generator several months ago and it was assumed that the cause was due to battery depletion and the patient was referred to surgery for a battery replacement. Additionally, the treating physician reported that back in 2005, the patient was experiencing swelling and pain at the generator site. Diagnostics performed following the onset of the event revealed normal device function. The physician reported that the patient was referred to the surgeon. It was then revealed that there was fluid located behind the generator which was subsequently removed. The swelling and pain events resolved and diagnostics performed following the removal of the fluid revealed normal device function. The treating physician stated that "it was hard to say if the event was related to vns". Attempts to obtain additional information regarding the seizure rate with the treating physician have been unsuccessful to date. Attempts to obtain additional information from the surgeon regarding additional observations during the surgery have been unsuccessful to date. The explanted product(s) are expected to be returned to manufacturer for analysis.